Manufacturer narrative:
Additional information received reported the leak occurred with the drainage system. Please refer to manufacturer report # 2021898-2017-00355. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that after a ventricular drainage surgery, in the course of observing the patient's condition, the physician found that there was gas in the patient's lateral ventricle due to the drain pipe leaking on (B)(6) 2017. According to the report, the device was explanted and replaced with another device. Reportedly, the patient's status at the time of the report alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported the leak occurred with the drainage system. Please refer to manufacturer report # 2021898-2017-00355. If information is provided in the future, a supplemental report will be issued.